Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small as air flowed back into the side port. After carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the right atrium, physician pointed out that when the dilator was removed and the air was drained, the air broke out rapidly. When we checked it, we were told that the root of the three-way stopcock was cracked and air was coming from it, so we immediately replaced carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The newly released vizigo was used without any problem. The procedure was completed without patient's consequence. Additional information: when the dilator was removed and air was released from the side port, air was confirmed at the side port. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port. In addition, not reportable for a luer hub issue. Since the operator would not be able to connect the tubing set to the catheter, the operator will have to replace the device. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small as air flowed back into the side port. After carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the right atrium, physician pointed out that when the dilator was removed and the air was drained, the air broke out rapidly. When we checked it, we were told that the root of the three-way stopcock was cracked and air was coming from it, so we immediately replaced carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The newly released vizigo was used without any problem. The procedure was completed without patient's consequence. Additional information: when the dilator was removed and air was released from the side port, air was confirmed at the side port. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port. In addition, not reportable for a luer hub issue. Since the operator would not be able to connect the tubing set to the catheter, the operator will have to replace the device. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: on 27-feb-2023, the product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections. The product was returned to biosense webster for evaluation. A visual inspection of the returned device was conducted. Visual analysis of the returned sample revealed damage on the three-way stopcock, a fissure was found in the stopcock and also broken. This condition caused the air coming reported. The hemostatic valve looks in good normal conditions. The irrigation failed since water leakage was observed in the stopcock due to a fissure and broken condition. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on this failure mode, an internal corrective action was opened to investigate the fissure in three-way stopcock issue. In addition, the coding was corrected under h6. Investigation findings and h6. Investigation conclusions. Therefore, updated these fields.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small as air flowed back into the side port. After carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the right atrium, physician pointed out that when the dilator was removed and the air was drained, the air broke out rapidly. When we checked it, we were told that the root of the three-way stopcock was cracked and air was coming from it, so we immediately replaced carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The newly released vizigo was used without any problem. The procedure was completed without patient's consequence. Additional information: when the dilator was removed and air was released from the side port, air was confirmed at the side port. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. A visual inspection of the returned device was conducted. Visual analysis of the returned sample revealed damage on the three-way stopcock which caused a big leak of water when trying to perform the irrigation test; however, it could be related to the handling or excessive force during the procedure. The hemostatic valve looks in good normal conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)